Event description:
It was reported that during a supply change the pump¿s connector would not lock when an insulin-filled cartridge was inserted, while the connector locked properly with no cartridge and with an empty cartridge, indicating an issue related to the filled cartridge. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of therapy after the user filled a new cartridge and achieved a secure connector lock. Investigation included guided troubleshooting, comparative functional checks of the connector with no cartridge, an empty cartridge, and a filled cartridge. Investigation of this case revealed that the connector functioned as designed and that the filled cartridge was likely overfilled, preventing proper engagement between the connector and the cartridge in the pump chamber. It was concluded, based on previously established findings for similar reports, that user handling leading to overfilling of the cartridge was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.